Event description:
On (B)(6) 2011, it was reported that the pt was only able to get 2 coupling bars when trying to recharge. Use of the antenna locate feature returned a number between 60 and 62. The depth of the implantable neurostimulator (ins) pocket seemed ok, but it was possible the pocket was still healing and there could be fluid present. On (B)(6) 2011, it was reported that there was a hard lump in the pt's back, and the pt was scheduled to see a surgeon and MFR rep to address the lump and the charging difficulties. On (B)(6) 2011, it was reported that the pt had the entire system explanted because of infection. No further info could be provided. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).